Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted on electronic or motor assemblies per visual inspection. Unable to prime unit during prime test due to faulty forces sensor resistor. Unit received with missing end cap sticker. Unit received with scratched lcd window. Unit received with missing segments due to cracked zebra connector at lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 138 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.